Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the lockout key was not in prime condition. Following removal of the key, the imaging system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the navigation system could not perform 2d and 3d image acquisitions. There was no patient present when this issue was identified. No additional information was provided.